Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: junjie huang, jingbo kong, xiujun zhang, cunfa liu, ziyuan zhao, et al., (2022). Risk factors for inferior vena cava filter thrombosis in traumatic fracture patients with deep venous thrombosis of lower extremity: a single-center experience. Sage journals of vascular, 32(1):182-189. Doi: 10.1177/17085381221128056. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported in an article in the "sage journals of vascular¿ titled ¿risk factors for inferior vena cava filter thrombosis in traumatic fracture patients with deep venous thrombosis of lower extremity: a single-center experience¿, that an inferior vena cava filter was placed in a patient after being diagnosed with acute lower extremity deep vein thrombosis. At some time, post filter deployment, one patient allegedly developed a thrombus progression above the inferior vena cava filter. Reportedly, a second retrievable filter was placed above the original filter before catheter-directed thrombolysis. The current status of the patient is unknown.